Event description:
The field svc rep (fsr) reported that during preventative maintenance (pm) of the device, after running for an hour or two, the guts of the roller pump started to become "jerky." Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The complaint is confirmed by the svc repair technician (srt). The suspect roller pump was scrapped due to parts being obsolete and not available for repair. If additional information becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.